Manufacturer narrative:
Evaluation summary: product was not available for evaluation, due to the fact that the user facility had sent out the sheath to a third party repair service. User facility since the incident has purchased a new operating sheath, 8962.06, which has replaced the obsolete product 8962.01. User facility also indicated that product 8962.01 was a very old instrument and had been used on a constant basis for a long time, which might be a good cause for instrument breaking. Cause of event: unknown/can't be determined.

Event description:
Patient was scheduled for cystoscopy, possibly open for removal of bladder stone. Instrument tray was opened and the operative sheath was found with the inflow/outflow valve broken. The surgeon attempted to use the sheath in the broken condition by holding his finger over the hole created for the valve. This was unsuccessful and decided to proceed with open surgery to remove bladder stone. No patient complications or injury occurred due to the operative sheath.